Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 01/19/2026 (and not 2/18/2025 which was listed in the original report). Additional information: h4, h6(update codes), h11 h4: the lot was manufactured between october 3-4, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo sample which showed fluid in the device's bladder which suggests under infusion may have likely occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. It was observed that the folfusor significantly underinfused during infusion as there was approximately 70% left in the device that had not been delivered to the patient. The device was filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to statement in h11 of follow-up MDR 1: remove "correction g3: date received by MFR: the correct date is 01/19/2026 (and not 2/18/2025 which was listed in the original report)." - the correct g3 date is the original 01/18/2026. Correction to b3/d10 event date. Should additional relevant information become available, a supplemental report will be submitted.